Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 360 mg/dl. Customer's mother did not provide any symptoms regarding to high blood glucose episode. The customer was treated with intravenous fluids intravenous drip insulin. Customer's mother reported that they received failed battery alert. Customer's mother states the contacts on the battery cap were not missing or damaged. Customer's mother states battery compartment was neither damaged nor corroded. Customer's mother assisted with troubleshooting and they did not receive failed battery test. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.